Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent a primary breast augmentation surgery with 250cc mentor smooth round moderate profile saline implants. Post-operatively, the patient experienced a deflation on the right side and baker grade ii capsular contracture on the left side, which were both confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-09991 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, the product was returned to mentor for evaluation. On (B)(6) 2022, mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extended to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).